Event description:
The following information was provided: patient left hip revised due to periprosthetic fracture. No other information available due to hospital policy. An insignia stem and ceramic head were revised to a restoration modular stem construct, femoral head, and 4 dall-miles cables.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.